Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the echo. Using these echo interpretations and also with the visual review, it would have been possible for the tech to have ruled out k, fya and possibly lea customer stated that up until (B)(6) of this year the patient's samples resulted negative on antibody screens and panels. The issue is related to patient sample and newly developing antibodies.

Event description:
A customer reported unexpected negative results on a patients samples tested on the galileo echo using capture-r ready indicator red cells (crric). The echo identified 2 antibodies. The reference lab identified a total of 5 antibodies. Customer stated that up until (B)(6) of this year the patient's samples resulted negative on antibody screens and panels.